Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead exhibited intermittent undersensing and had triggered an alert for high atrial threshold. Intermittent undersensing was also noted on the right ventricular (rv) lead. Follow-up was conducted. The healthcare professional (hcp) at the patients clinic was able to verify that the patient was seen in-office three days after being seen in the ed. No programming changes were completed but medication changes were prescribed for the patient. The leads remain in use. No patient complications have been reported as a result of this event.